Manufacturer narrative:
(B)(4). Internal file number - (B)(4).

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed. It is likely that the balloon rupture is the result of interaction with anatomy or associated devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right common iliac artery. The omnilink elite stent delivery system (sds) was pressurized to 11 atmospheres for 20 seconds when contrast leakage at the balloon area was observed under angiography. The stent was deployed and the sds was removed from the anatomy without reported issue. No post-dilatation was needed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.